Event description:
It was reported that the patient developed a hematoma in the area of the implantable pulse generator (ipg) post implant. The hematoma was large enough to cause microdislodgemnt of the right ventricular (rv) lead. It was also noted the threshold increased. The hematoma was evacuated and the rv lead was reviewed. The device and lead remain in use. No further patient complications have been reported as a result of this event.